Manufacturer narrative:
No button error alarms were noted. However, the pump had no button response due to corroded keypad traces. Unable to verify the failed battery test alarm due to the button keypad anomaly. No moisture damage was noted on the electronics. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to rain causing pump to receive a failed battery test after changing batteries. Customer reported of receiving a button error alarm and buttons were not responding. Customer's blood glucose was 165 mg/dl. Customer was advised that insulin pump would need to be replaced.